Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the chuck did not work on the quick coupling device. There were no delays the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to organic debris, medical matter, and corrosion due to insufficient cleaning after clinical procedures. This was further defined as user error, misuse and/or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.